Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the auto restock did not display for one medication at a specific station. The auto restock information did not match the pyxis data in dialysis. The server showed the current quantity as 1 with a minimum of 3; however, the medication did not appear on the auto restock report. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auto restock did not show medication on the station. A technical support specialist identified a ghost pocket associated with the affected medication identity and location, deleted the erroneous record, which had been preventing the medication from appearing in auto restock due to the system registering the quantity above the minimum threshold. The system functioned as intended after the technical support specialist troubleshot the device.